Manufacturer narrative:
Device history record in review. Consumer discarded remaining product.

Event description:
Mother indicated her daughter was using a tampon which fell apart upon removal. Family doctor removed fibers that were left behind. Daughter is feeling fine.